Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the permanent cautery hook instrument j hook was cracked at the base. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed ceramic sleeve was broken but the hook was intact. The sleeve had a missing triangular shaped piece measuring roughly .070 wide x .070 long in size. The sleeve was cracked on the opposite side but triangular piece was still intact. The hook was bent slightly to one side. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.